Event description:
As reported by the distributor of the myopore lead: the pt had previously had an IV lead placed through the coronary sinus. There were no good targets and the one the pt had, the lead moved so there were now high thresholds. The pt was scheduled for epicardial leads. During this procedure attempt for a good thresholds was done multiple times. During the procedure, the pt's blood pressure got very low. The staff attempted to increase this with no luck. The pt eventually went into vf and was unable to cardioverted. After 20 mins, the code was cancelled. The physician did not allege the event was caused by the device.

Manufacturer narrative:
Na.